Event description:
It was reported that the patient never had therapeutic effect. The patient stated that therapy worked "some", but she still had to wear a pad. It was reported that therapy only really worked for the first month the neurostimulator was implanted, and symptoms had been real bad for the past two years. The patient stated that her new hcp ran tests on one of the patient's leads six weeks ago and confirmed that the lead did not work and didn't produce any stimulation. The hcp did not take an x-ray, and the name of the hcp was not available. It was also reported that the patient was unable to adjust stimulation, and had stopped feeling stimulation since she went in the hospital for pneumonia, about 10 days ago. It was discovered that the device was powered off. The patient turned the device back on and could feel stimulation. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was no longer having symptoms controlled with the device. No abnormal impedance measurements were found. An x-ray procedure indicated that the lead was in the correct place. A reprogramming session was performed, and indicated that the patient had the sensation of stimulation but inadequate relief of voiding symptoms. The patient was not hospitalized. No patient injury was reported. It was noted by the patient's physician that the patient has symptomatic pelvic organ prolapse and that the diagnosis was likely partially responsible for the patient's related symptoms.

Manufacturer narrative:
(B)(4). Lead: model 3093-28, lot# v650831, implanted: 2011 (B)(6), explanted: na; programmer: model 3037, serial# (B)(4).